Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and found the ise (ion selective electrode) preamp board had intermittent signal failures. The fse removed the ise preamp board, cleaned the connectors and reseated the board to resolve the recovery issues. The instrument software version is 5.4.

Event description:
The customer's unicel dxc 600i synchron access clinical system reported a co2 (carbon dioxide) erroneous patient result. The co2 erroneous result was reported outside of the laboratory; the sample was rerun and amended with no impact to patient treatment.